Event description:
Per notification received from attorney, end user stated the unit's leg gave out and slipped from underneath him, causing him to fall and aggravate problems from his back surgery. End user went to ER for injuries and loosening of hardware in his back due to a prior lumbar surgery. The weight capacity for this product is 250 pounds. If additional information becomes available, a follow-up report will be submitted.